Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issue and clip remaining at distal end of device were confirmed. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The vessel locator wing retraction issue could not be confirmed due to the condition of the returned device. Based on the information provided, the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, resistance was felt during advancement of the thumb advancer, the sheath did not split completely. The clip was deployed; however, remained on the distal end of the device. The starclose se device was difficult to remove. The safety release mechanism was used, but did not retract in the vessel locator wings. Counter traction and an assertive pull were used to remove the starclose se device. Manual arterial compression was applied for 20 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issue and clip remaining at distal end of device were confirmed. Difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. The reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.